Event description:
Pt experienced small wound dehiscence with exposure of underlying breast implant, left reconstructive site. Pt underwent debridement of wound dehiscence, removal of implant and closure of defect.